Event description:
Customer called to report that the tip of the device broke off in the gastroscope during cauterization of an ulcer and was retrieved with a biopsy. The procedure was completed and there was no pt injury.